Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for evaluation. The device contained obvious signs of use in the form of biological material. Visual examination did not reveal any defects or anomalies. The catheter was disassembled from the catheterization device and flushed using a lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped and the catheter was connected to a lab inventory leak tester. The leak tester was turned on and the pressure was increased to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer report of a catheter leak before use could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual and functional testing, and a device history record review was performed with no relevant findings. No problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the catheter leaked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter leaked during use.